Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was bumped but showed no signs of physical damage. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay and keypad overlay texture damage.